Event description:
It was reported that the interrogated battery voltage was 2.17 v, but review of device data showed an average battery voltage over the last 14 days of 2.85 v. The device was explanted and replaced. It was further reported that the atrial lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected other devices. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.17 v while the daily battery voltage trend measurement was 2.85 v.

Event description:
It was reported that the interrogated battery voltage was 2.17 v, but review of device data showed an average battery voltage over the last 14 days of 2.85 v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.17 v while the daily battery voltage trend measurement was 2.85 v.